Manufacturer narrative:
Once spiration receives the valve, an analysis will be conducted.

Event description:
At removing of the ibv-v9 valve, a stand has been detached. The part was recovered by using a biopsy forceps and it is att. To the valve. This valve was implanted on (B)(6) 2017 at lb10. The item was given over to our mrs. (B)(6) on (B)(6) 2017 and it will be send to olympus. (B)(4).